Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that her blood glucose dropped to 48 mg/dl after treating an earlier reading of 374 mg/dl with the bolus wizard; the patient mentioned that her blood glucose tends to get low after her mealtime boluses. She also walked for two miles prior to the 48 mg/dl reading. The patient treated the hypoglycemic incident with food. Troubleshooting was initiated and the insulin pump programming was accurate; however, the customer made a slight change to her basal rate this morning. The patient was advised to speak to her health care professional about adjusting her bolus wizard settings. The insulin pump was not returned for analysis.